Manufacturer narrative:
Device data for (B)(6) 2026 was reviewed. The data confirms the occurrence of hypoglycemia during the reported timeframe following a period of hyperglycemia. The preceding hyperglycemia was likely associated with over-treatment of an earlier hypoglycemic episode and/or an unannounced meal or snack, both of which may increase the risk of subsequent hypoglycemia. Review of device engineering logs identified no malfunction alerts, no motor errors, no unexpected insulin delivery, and no factory reset. Insulin delivery requests were consistent with cgm glucose values, and alerts were generated appropriately, although alerts were not consistently acknowledged. The ilet was operating as intended at the time of the event. Based on the available information, no device malfunction was identified as contributing to the reported event.

Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of unknown value during sleep. The user was transported to the hospital by a caregiver where the user was evaluated and treated and discharged on (B)(6) 2026. No long-term health effects were reported.